Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. A large hematoma was noted around the device site. The patient did not have fever or chills and no injury to the device area. The pocket was aspirated, cloudy straw-colored fluid was withdrawn. The patient was discharged home in stable condition.

Event description:
Related manufacturer reference number: 2938836-2020-01186; 2938836-2020-01187. New information received notes that the patient's system was explanted due to infection. The patient was stable before, during and after the procedure.